Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced positive dysphotposia (pd) in both eyes. The patient stated that, in the left eye, the (pd) was worse than terrible, totally unacceptable, and hasn't changed in the past 3 months. The patient also stated that, the light streaks were horrible when the patient looks at the fluorescent light and led light. The patient also experiences glare post operatively. In the left eye, when looking at fluorescent lights, the patient could see light streaks emanating from the light source at 1:30 and 3:00 o'clock and 7:30 and 9:00 o'clock. When looking at led lights, the patient could see more than one dozen fine streaks emanating from the light source with the same rainbow of colors within the arcs from 1:30 to 3:00 o'clock and also from 7:30 to 9:00 o'clock. The patient also experiences difficulty in driving because there are multiple light sources from headlights. The patient is left-eyed dominant and have monocular vision due to which the patient see double as the patient struggle to figure out which eye to use when driving. The patient would like to know why (pd) has occurred and why it is different in both the eyes. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. The product was not returned. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Associated product information is unknown. The product investigation could not identify a root cause for the reported complaint. The product remains in the eye. The lens model was indicated to be an company iol. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Communication was provided in the file that the patient had inquired from a research author to identify external filters (eyeglass lenses, coatings, clip-ons, and/or goggles) that will ¿eliminate or at least minimize the pd in both eyes¿. The patient had asked the research author about a continuing his study and/or recommendations for products that might help pd. The patient communicated their dissatisfaction that research author had sent the message to company. It was indicated that research author is not the surgeon, but a phd science researcher and author of a research paper. Company does not provide medical advice and suggests that a patient consult with their implanting surgeon. All lens model types and diopter selections are chosen by the hcp, based on the patient's individual evaluation outcomes prior to cataract removal surgery. The patient communicated that their eye mds and optometrist have no solutions. The patient stated asking several other ophthalmologists who are friends. The patient indicated that they are "not seeking medical advice from company and they are not looking for a second medical "opinion" from company or anyone else". If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).